Event description:
On 10-feb-2026, it was reported by a sales representative via sems-(B)(4). That an ar-9215-1-03 universal quick connect handle did not function properly and broke. This was discovered during a procedure with no patient harm. Additional information provided 12-feb-2026: it was further reported the tip of the device broke off, and the fragment was successfully retrieved from the patient. This occurred during a tsa procedure with a 10-minute case delay experienced. It is unknown if additional anesthesia was administered. The procedure was completed as an rtsa.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.